Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). "Please note that originally when the report was received, it was unclear if the death mentioned was related. However, a call was held between b. Braun and (B)(6) clinical nurse educators of (B)(6) on (B)(6) 2023. The (B)(6) representatives confirmed that there were no patient deaths associated with interruptions to care due to air-in-line alarms on infusomat space pumps and sets. The reported events were classified as "near misses." As such, this report is submitted amending section b2, h1, and h6 to reflect serious injury."

Event description:
As reported by the user facility: emergent patient transferred to unit, hypotensive and needed to start vasopressors. Pump primed while also flicking IV ports upside down to dislodge micro-bubbles during priming. Pump was started and within seconds started to alarm "air bubbles". It was restarted several times with continual "air bubble" alarm approx every 5 seconds preventing pump from running. A new line had to primed causing a delay in medication administration.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed. Results description: the reported issue was not present during investigation. Ran pump with 0.4ml air bubble and pump alarmed air bubble. Air sensor threshold detects measured in spec. Active device history log review: [x] alarm confirmed [ ] alarm not confirmed. Details of history log: log review confirms air alarm. During evaluation of the actual unit involved in the reported issue no problem was found therefore the issue was not confirmed. Log review did confirmed the unit had an alarm during the event but not other major issues.